Manufacturer narrative:
(B)(4). D10. Measuring set-instr. W/scale item# 5950 lot# 14.955414. G2. Report source: iceland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during an initial hip procedure, the surgeon had put the weber plug down to measure the medullary cavity, but when he tried to pull the plug back up the handle broke around the thread, leaving the trial plug in the cavity. He decided to leave the plug, as it was well positioned, and trying to remove it would have caused the patient more damage. He then proceeded to cement in the ms30 stem. The patient was informed of the incident. No harm reported. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h3, h6, h10, h11. Complaint can be confirmed through the returned product analysis. The measuring instrument was returned for investigation, while the plug was left implanted. The pin of the instrument is fractured. The device history record was not reviewed due to missing lot number for the plug. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, on an unknown date, during a stem implantation procedure, the surgeon placed a trial medullary plug to measure the canal. When attempting to retrieve the plug, the handle broke around the thread, leaving the trial plug in the cavity. The surgeon assessed that the plug was well positioned and determined that attempting removal could cause additional harm, so the plug was left in situ. The procedure continued and the stem was cemented. The patient was informed of the intraoperative event. No known impact or consequence to the patient was reported. Attempts have been made and no further information has been provided.